Manufacturer narrative:
E1 reporting institution phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that device is getting o2 unavailable and displaying error code 1111 oxygen device failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the o2 solenoid valve to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.